Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "high baseline and system error 3 alarm" is confirmed. The pump alarmed high baseline during the complaint investigation. An excessive noise was noted from the pump assembly consistent with a motor/lead screw malfunction. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the field service engineer (fse) was able to confirm the high baseline alarm 15 minutes into pumping. The mforce was replaced and the same error was received in 5 minutes. As a result, the pump assembly was replaced, and the original mforce was placed back in.

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave persistent high baseline alarms and one system error 3 subcode 4. It was also noted that the iabp sounded loud. As a result, the staff exchanged the iabp and calibrated the fiber optic source. No alarms occurred on the second iabp. The patient remained supported without issue during the entire time on the iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). The field service engineer (fse) was able to confirm the high baseline alarm 15 minutes into pumping. The mforce was replaced and the same error was received in 5 minutes. As a result, the pump assembly was replaced, and the original mforce was placed back in.

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave persistent high baseline alarms and one system error 3 subcode 4. It was also noted that the iabp sounded loud. As a result, the staff exchanged the iabp and calibrated the fiber optic source. No alarms occurred on the second iabp. The patient remained supported without issue during the entire time on the iabp. There was no report of patient complications, serious injury or death.